Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that two stents were selected to stent the left anterior descending artery, which was a long diffuse lesion. The vision stent delivery system shaft broke after it faced resistance, and the proximal shaft was found to be kinked. A fresh vision stent was taken to treat the lesion. The proximal lad was being treated with a xience v 3.5 x 23 mm stent, but it would not cross the lesion and on removal it was found to be disfigured. Another xience v stent of the same size did cross and treat the lesion. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.